Event description:
It was reported that the leg section detached from the table during a surgical procedure. During this procedure, a smith & nephew spider 2 limb positioner was attached to the leg section. Subsequent investigation by berchtold field service could not find and damage or indication of a failure with the operon leg section or the attachment mechanism to the table. This facility has been using the smith & nephew spider 2 limb positioner with the operon d850 table with no problems until this recent incident. Berchtold has not yet tested the smith & nephew spider 2 limb positioner with the operon d850 table, thus could not provide any detailed analysis. Berchtold recommended that the operon sections to which the spider 2 is attached are solidly locked to the table prior to use, and to periodically check them during use.